Manufacturer narrative:
User facility information was received and added to section e. Information in section e was initially the distributor information. Ten devices (1 used, 9 sealed) were sent for testing for compliance with usp 788 particulate matter in injections-method 2: microscopic particle count-test 2b. The number of particles found greater than 10um, counted on a sterile hydrophilic mce filter paper with a 0.22um pore size and a 47mm diameter, were 44 particles and 32 particles were found greater than 25um. The number of particles found in the water extractions of all 10 devices were within specification and compliant with usp 788 method 2-test 2.b requirements. It is unknown if the used device is for this patient. In addition, the user facility sent samples to their outside lab and results were negative for particulates. Request sent to user facility for lab report. The investigation is ongoing.

Manufacturer narrative:
The investigation has been reviewed and found to have no impact on any of the regulatory technical documentation, requirements or any key processes. The lot history, trend analysis and risk analysis review were considered acceptable with the product performing in an anticipated rate. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Corrections: section b1 corrected from product problem to adverse event and product problem requiring intervention. Section d3 and g1 corrected manufacturer''s address from london to redditch location. Section h1 corrected type of reportable event to serious injury.

Manufacturer narrative:
The device history record has been reviewed and no anomalies were found. Twenty sealed devices from lot 211901 were returned. Magnified visual inspection found no particles. Ten of the twenty sealed devices have been sent for laboratory testing. A corrective action has been opened for this event. The investigation is ongoing.

Event description:
The customer reported four patients have had particles left in their eyes following femto-lasik surgery. The particles were reported to be ''dust sized and metallic''. The customer reported particles on the cannula were observed when under a microscope. The patients are currently asymptomatic, multiple reflective particles with a ''metal-like'' appearance are visible on slit-lamp examinations and corneal oct scans. The particles have not been removed and are trapped under the lasik flap. No visual affections have been reported. This patient was irrigated a second time and is completely asymptomatic now.